Manufacturer narrative:
The reported event of inadequate high voltage output was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
During an in clinic follow up, it was noted that there were episodes of ineffective therapy. The cause of the ineffective therapy is unknown, but the physician suspects it was either due to the right ventricular (rv) lead positioning or a high defibrillation threshold. The device and rv lead were both explanted and replaced to resolve the event. The patient was stable.